Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of a latch tab broken off the power cord bay door, the left keyboard hinge broken, and analyzer bay cover missing. The ECG (electrocardiogram) connector on the lem (link electronic module) circuit board was also found to be loose, and the system fan was noisy. (B)(4).

Event description:
It was reported the power cable cover is bad, the keyboard is broken, and the analyzer does not have a cover. The programmer was returned for repair. It subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.